Event description:
It was reported that the system was in stand-by mode and wouldn't let technician take exposure, she was able to clear it and continue. When she continued the exposures, she received a fatal error and had to re-expose the patient. Our field engineer determined that this was caused by a pmc fan error. The field engineer replaced the fan and the unit was working as intended.